Manufacturer narrative:
Article citation: yu, jonathan thur sian and au, leon. "Conjunctival bleb compression as a treatment for hypotony post xen45 implant in uveitic glaucoma." European journal of opthalmology, volume 30 (pages 217-220). Further information from the author regarding event, product, and patient details has been requested. No additional information is available at this time. The reported events of vision abnormalities, hypotony maculopathy, and low intraocular presssure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
In the article "conjunctival bleb compression as a treatment for hypotony post xen45 implant in uveitic glaucoma", it was noted a patient underwent xen45 gel stent implantation with mmc in an unknown eye. At day 1 post-op, the iop was 7 mmhg with no retinal findings, although at week 1 they had a bcva of 0.5 logmar with hypotonous maculopathy and iop of 1 mmhg. Patient was seen by a covering glaucoma consultant and he underwent compression suturing the same day with insertion of viscoat into the ac. At day 4 following ccs, the iop was 15 mmhg with a deep ac and improvement of macular folds. At 4 weeks following ccs, the iop was 14 mmhg and the compression sutures were removed. The iop was maintained between 16 and 20mmhg without topical therapy during 1 year of follow-up until now. Patient regained vision lost during their postoperative hypotony. Device remains implanted.